Manufacturer narrative:
B5 - describe event or problem changed with new information: a patient reports having a medical event. No further information has been provided. To new information: a patient reports having a medical event. The patient reports while wearing a pod the adhesive had was loose and the cannula had become dislodged at the pod infusion site. The patient did not receive medical treatment and was advised to administer manual insulin injections. H6 - adverse event problem medical device problem code ¿ added g04019 cannula & g0405201 adhesive. H6 - adverse event problem component code- added a0512 unintended & a040102 loss of or failure to bond.

Event description:
A patient reports having a medical event. The patient reports while wearing a pod the adhesive had was loose and the cannula had become dislodged at the pod infusion site. The patient did not receive medical treatment and was advised to administer manual insulin injections.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
A patient reports having a medical event. No further information has been provided.